Event description:
The distributor reported that a neuro balloon catheter cat# 7cb-d10 was detached in the patient's brain. No further information is available to date. Additional information has been requested.

Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported information.